Manufacturer narrative:
Findings: pump passed the self test, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. However, pump received with a high sleep current measurement. Pump received with scratched case, pillowing keypad overlay, cracked retainer and minor scratched lcd window. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that normally the batteries would last 2-3 weeks. The customer¿s blood glucose level was 8.8mmol/ l at the time of the incident. Recently they have been lasting 4-5 days. The customer was guided with steps to resolve the low battery issue and was advised to call back if the issue is not resolved. The customer called back with the same issue after going through the steps within 1 week of troubleshooting the previous occurrence. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump. The insulin pump will be returned for analysis.